Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. Fse was unable to replicate the reported issue. Confirmed with the charge nurse and csr that multiple devices in the or shut down due to a power outage, affecting more than just the dv5 system. The customer facilities team tested and repaired the breaker corresponding to the power outage. Subsequently, the dv5 was moved to an adjacent or. During the initial inspection, the full system booted up without any errors. The only errors captured in the logs were related to a dirty fiber cable issue. The fse cleaned all ports and fiber cables and tested multiple power sequences to ensure proper full system boot-up. The fse could not replicate the errors, determining that the power issue was likely due to facility energy outputs in the or. The system was tested and verified as ready for use. The complaint was not confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the vision tower lost power during a procedure. The caller mentioned that the issue also occurred previously. Facilities were present in the room and had just restored power at the time of the call. It was shared that the tower requires a dedicated circuit, and the caller was advised to work with facilities. The customer continued with the procedure. Later, it was reported that the system would not power on together after power was restored to the room, with the robot not connecting to the system. Despite attempting three separate hard power cycles, the system failed to power up together. The staff chose to complete the procedure using an alternative system.

Manufacturer narrative:
The probable root cause is due to the hospital power issues. The facilities team was able to restore power to the outlets and the fse confirmed the system was working as expected when on site.

Event description:
Refer to h11 for follow-up information.